Event description:
The customer reported via phone call that the insulin pump had visible water in it and was vibrating. Customer confirmed that she wore the device into a swimming pool. The customer stated that the insulin pump's display went blank immediately after being exposed to water. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump was received with blank display and vibrating due to corroded electronic assembly. Moisture damage found on motor. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.